Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple low impedance measurements were noted on rv lead due to lead integrity issue. The patient was asymptomatic and will continue to be monitored.